Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that the patient was having difficulty connecting the battery. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery was discarded by the surgical center.